Event description:
It was reported that this insertable cardiac monitor (icm) was explanted because it began interfering with the pacemaker also implanted in the patient. Additional information was requested but not provided. Due diligence has been completed. This icm has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. Field g4 premarket/510k contains both documents k193473 and k210608 whose character limit prevented both entries from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted because it began interfering with the pacemaker also implanted in the patient. Additional information has been requested but not provided at this time. This icm has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Field g4 premarket/510k contains both documents k193473 and k210608 whose character limit prevented both entries from the field.